Manufacturer narrative:
Subject device is not available.

Event description:
While inserting the guidewire (subject device) into the microcatheter, the physician noticed that distal few centimeters of the guidewire felt rough and the hydrophilic coating was peeling. There were no clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly, and performance specifications. Visual and microscopic examination of the returned device found that small bubbles were found on the guidewire distal section approximately 6.0cm section on its distal section. The coating was present on the guidewire, but the coating was not consistent. The wet guidewire revealed uneven swelling along its hydrophilic coating length. The hydrophilic coating did not feel smooth after hydration. There appeared to be excessive coating on some places along its hydrophilic coating length. The guidewire polytetrafluoroethylene (ptfe) coating was examined, and it was discovered that the coating was peeled/scraped off on several places along its proximal. The ptfe coating appeared to be scraped off of the guidewire with the insertion tool and/or torque device. Functional testing was performed. The guidewire was loaded and advanced through the proximal end of a demo microcatheter. There was slight friction and/or resistance felt during the advancement. The guidewire was attached to a torque device and one to one torque was checked. The guidewire torque was smooth. Based on the analysis, the reported event was confirmed. Information available indicated that the device was confirmed to be in good condition prior to use. Review of available information failed to identify the root cause of the hydrophilic coating issues. For the condition of the observed guidewire ptfe coating peeling, it is possible that the torque device was insecurely fastened causing it to drag down the wire during use. However, since the torque device was not returned for analysis this could not be definitively assessed. Therefore, an assignable cause of undeterminable has been assigned to the reported and analyzed issues.

Event description:
While inserting the guidewire (subject device) into the microcatheter, the physician noticed that distal few centimeters of the guidewire felt rough and the hydrophilic coating was peeling. There were no clinical consequences to the patient.